Manufacturer narrative:
This is for the same event as manufacturer report number 2937094-2018-00137 and 2937094-2018-00138.

Event description:
It was reported that during a bph surgical procedure at 126,481 joules and 19:59 minutes internal damage to the fiber tip and forward firing were noted. The fiber was exchanged and at 151,148 joules and 24:12 minutes the same problem was noted. The second fiber was exchanged and at 151,148 joules and 28:17 minutes the same problem was noted. The case was completed using an alternative procedure (bipolar forceps). Patient outcome: "ok" reported. This report is for the first fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was further reported that: the tips of the fibers were not cleaned during the procedure.